Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent could not be completed as the stent was successfully deployed and therefor not available to be returned. The balloon showed signs of being inflated with stent deployed. Balloon returned in deflated state and no issues noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 42.2cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 20 x 2.75 promus premier drug-eluting stent was deployed to treat a lesion. However, as the stent delivery system was being removed, the mid shaft broke. The device was completely removed by simply pulling out. The stent had been deployed and a post dilatation balloon was placed inside to fully expand the stent and the procedure was completed. There were no patient complications nor injuries reported and the patient was fine. It was further reported that the 95% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending coronary artery.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 20 x 2.75 promus premier drug-eluting stent was deployed to treat a lesion. However, as the stent delivery system was being removed, the mid shaft broke. The device was completely removed by simply pulling out. The stent had been deployed and a post dilatation balloon was placed inside to fully expand the stent and the procedure was completed. There were no patient complications nor injuries reported and the patient was fine.